Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date during hospitalization the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported). The cause of the peritonitis was a breach in aseptic technique further described as the patient made a touch contamination. Dianeal therapy was ongoing. The patient was discharged two days after admission. The day after discharge the patient started treatment with ip cefazolin for twenty days (dose and frequency not reported). The same day the patient was retrained in aseptic technique. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.